Event description:
The customer provided additional information: the problem was identified during sterilization with no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. According to the results of the investigation, the following are likely to have caused the malfunction: a-rubber (bending section cover) leaked during handling and water invaded the device in question, causing an abnormality in the electronic components. The event can be prevented by following the instructions for use which state: "please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the evis image was black with an error code b30 communication error, no image after aeration. There was no data transmission after aeration. Additionally, leakage was found at the bending section cover (a-rubber). The distal end plastic cover had scratches, and dents. There was a hole/cut in the a-rubber. The glue in the a-rubber was lifted. The light guide lens had scratches. The switch camera was not working at all after aeration. The insertion tube had dents. The control body scope cover was wet after aeration. The light guide tube had multiple dents and scratches. The scope connector was still wet after aeration. The light guide prong mount was removed for aeration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope experienced a scope communication error b30 code when the device could not communicate with the machine. It wasn¿t hooked up properly. It was unknown when the event occurred. There was no report of patient or user harm associated with the event.